Event description:
As I was injecting contrast through patient's IV, the IV wouldn't allow the contrast through it. This made the IV catheter balloon out. I immediately stopped the contrast. Then I got the patient's nurse to show her what had happened. We then discontinued this IV. There was no harm to the patient, but IV had to be restarted.